Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. Date of event is an approximation. On 9/1/2020, the patient did not remember hearing any alert coming from the g6 receiver. According to the report, the patient took some insulin per his normal routine. The reading at that time was not documented. It was not documented whether a bg (blood glucose) was checked. An unspecified time later, while driving, the patient passed out. The patient reportedly did not receive an alert or alarm from the receiver. The emt checked his bg, and he was told the reason he passed out was because his sugar level dropped. The bg at that time was not specified. The cgm (continuous glucose monitoring) reading at that time was not documented. The patient could not recall further details about the event given it occurred in 2020. The reversal of hypoglycemia was not specified. The patient reportedly sustained a broken neck and back due to the episode. The length of stay in the hospital was not specified. It is documented that the patient received high dosage steroids and stool softener provided by the doctor for unspecified conditions. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6).

Manufacturer narrative:
(B)(4).